Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (asymmetric inflation of the delivery system balloon) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of five manufacturer reports being submitted for this case.

Event description:
During a trans-subclavian tavr procedure, during the deployment of a 29mm sapien 3 valve, the commander delivery system did not inflate symmetrically, resulting in the embolization of the valve. During the procedure, following the insertion of the esheath, resistance was encountered while advancing the delivery system and valve through the sheath. The delivery system was able to cross the annulus, but when the flex catheter was retracted, movement of the valve on the balloon was observed. It appeared that the valve was dragged off of the balloon. The catheter was advanced again and the valve was realigned on the balloon and advanced back to the annulus. During valve deployment, the delivery system balloon appeared to expand in an asymmetrical fashion. The balloon expanded on the aortic side, but had minimal expansion on the ventricular side; this resulted in the aortic embolization of the valve. The valve was then deployed in the thoracic aorta. It was reported that when the delivery system was removed, the balloon was intact; however, all of the contrast dumped out of the guidewire lumen. The procedure was then converted to the transfemoral approach in order to deploy a second sapien 3 valve. The native annulus measured 26.9mm by CT with a valve are of 564mm2. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. It was perceived that the asymmetrical inflation of the delivery system balloon caused the embolization of the valve.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-01094, 2015691-2016-01095, 2015691-2016-01097, 2015691-2016-01098.